Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. Customer was instructed to continue using the pump and to call technical support if the issue returned.